Manufacturer narrative:
Additional information: gender/sex: unknown, information not provided. Date of event: unknown, information not provided. If implanted, give date: not applicable as this is not an implantable device. If explanted, give date: not applicable as this is not an explantable device. Device evaluation: product testing could not be performed as the product was not returned. The reported complaint could not be verified. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no complaints have previously been reported on this batch. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the customer used healon 5 pro in two patients that experienced pressure spikes of 45 at same day postop. Thru follow-up it was reported that the operative eye is the right eye. Patient was taking daimox but discontinued taking it as the pressure improved five days post-op. Patient continues to take prednisone and ketorolac and ofloxain twice a day. Customer also reported that the patient is doing fine as the pressure went down post-op. No further information is available. This report captures patient #1. A separate medwatch is being submitted for patient #2.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and (B)(4) .